Event description:
It was reported that the lead was explanted due to the lead being wrapped around the ICD can as a result of twiddlers syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.